Event description:
Boston scientific received information stating: chest x-ray shows lv lead has pulled back, will require repositioning corrective action: (B)(6) 2011, new/revised lead repositioned lv lead. (B)(6) hospital. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).